Event description:
The pt received two leads from the same lot. It was reported he felt ineffective stimulation coverage. Reprogramming efforts were able to provide minimal improvement in coverage. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.